Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm. The date of event is an approximation. Around the end of (B)(6) 2025, the patient had a continuous glucose monitor (cgm) sensor in place for five days. Approximately halfway through the wear cycle, the patient began experiencing localized pain at the sensor site. By the fourth or fifth day, the area had become swollen and red, suggesting a possible skin infection. The symptoms included swelling, redness, pain, and signs of infection, which extended beyond the patch area. The patient and his wife sought medical attention at the emergency room (ER), where they spent approximately 3-4 hours. The healthcare provider initially prescribed doxycycline. After four days of treatment with no improvement, the patient followed up with his primary care physician. The physician changed the antibiotic to a 10-day course of oral keflex (cephalexin). The patient responded well to the new medication, and the infection resolved by (B)(6) 2025. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).